Event description:
Report received of an overdelivery. The device was programmed to deliver 2mg/ml of dilaudid in 100ml at a continuous rate of 1mg/hr, with a bolus dose of 0.4mg and a 20 min pt lockout. In 7/2004, the nurse noted that "111.8mg was left in the current bag. At 1155 in 7/04, the hospice nurse reported the solution bag was dry instead of containing the expected 27.4mg. There was no reported adverse pt effects and no medical interventions were required. Though requested, no further info was provided.